Event description:
Allergic reaction [hypersensitivity]. Case description: licensee-spontaneous report received on 02/27/2009 from a female patient, (B)(6), whose relevant medical history included previous synvisc therapy in one knee in 2008 with no problems. The patient received the first injection of her most recent course of synvisc therapy in the other knee in (B)(6)2009, "about a week" previous to the report. After receiving the injection, the patient experienced an allergic reaction "per her doctor", according to the patient. Her doctor decided not to continue treatment with synvisc. As of the date of receipt of this report, the patient outcome was unknown. No further information was provided. Additional information was received on 03/27/2009 from the treating physician in the form of a completed information request. The patient's relevant medical history was updated to include: "severe" grade of osteoarthritis in the left knee for a duration of more than 5 years, joint narrowing, osteophytes, no prior effusions, previous treatment with nsaid's (nonsteroidal anti-inflammatory drugs), previous treatment with steroids, and confirmed previous treatment with synvisc. The patient received her first injection of synvisc (lot number not provided) in the left knee on (B)(6)2009, before which no effusion was collected. On (B)(6)2009, the patient experienced an allergic reaction that was of "severe" intensity and treated with an injection of depo-medrol. The physician collected an unknown volume of exudate on the same day ((B)(6)2009) and laboratory analysis revealed "micro-inflammatory, no crystals, no infection". The patient recovered from the allergic reaction on an unknown date and the physician assessed the relationship to synvisc as "probable". The second and third synvisc injections were not administered. Concomitant medications reported included: nsaid's. No further information was provided. As of the date of receipt, the patient outcome was recovered on an unknown date.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.